Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device stops occasionally. The fault occurred during infusion. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. As a result of checking the event history log, it confirmed that there was a record of a continuous nda during pump operation on (B)(6) 2024. The reported issue was not able to be reproduced during functional testing. The cause was unable to be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.